Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reported upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container in the primary solution container. The primary tubing set was being used to deliver an unspecified primary solution at an unspecified rate via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified concentration of levaquin. The primary solution container was lowered below the secondary solution container. It was reported that at the completion of the piggyback delivery, the nurse noted the solution in the primary solution container was yellow colored, indicating the levaquin had backflowed into the primary solution container. The solution that was remaining in the primary solution container was delivered. The tubing sets were replaced and the unspecified primary solution was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.